Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds as well as high out of range pacing impedance measuring 2040 ohms. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.